Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the customer forgot to change the pump time for daylight savings. Tandem technical support guided the customer through adjusting the pump time. Customer's blood glucose level was not impacted.